Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke and overheated. The fiber was replaced and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Visual analysis identified debris adhesion on the surface of the metal cap, indicative of prolong tissue contact. In addition, the fiber tip was found to be rotating independently of the metal cap, indicative of glue failure. Based on analysis result, the interaction between the user and device, caused or contributed to the observed fiber damage. It is possible that debris adhesion found on the metal cap during analysis of the return fiber contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg -300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the alleged fiber break.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke and overheated. The fiber was pulled out in order to clean the fiber tip. At that time it was observed that the inner core of the fiber had cracked and it could be seen through the clear shaft of the fiber. It was noted that there was no resistance felt when advancing the fiber into the scope. Additionally, a fiber pole was used to keep the fiber length clear of potential kinks or bends during the procedure. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.